Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1507007 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The serial number, and therefore the device manufacturer date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer's wife) reported the customer's adc blood glucose meter was displaying an error-1 or error-4 code, and that the customer could not test. The caller reported that (B)(6) 2016 at 3:30pm the customer began "feeling dizzy, anxious, and was having a headache." The customer was unable to test due to the error codes, and could not self-treat, or have his wife treat him with any medication. At 3:45 pm the customer's wife took him to the hospital where his blood glucose was tested with a result of 300-310 mg/dl. Customer was diagnosed with hyperglycemia and treated with 40 units of insulin and an unspecified pill. Customer's wife mentioned that her husband was already taking 20 units of insulin, but his dose was adjusted to 40 units at the hospital. Customer was observed at the hospital for 4 hours, and then discharged to home. The following day the customer visited his primary care doctor and was advised to return to the hospital for routine blood glucose monitoring, since his meter was not working. There was no report of death or permanent injury associated with this event.